Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.. The device was visually inspected and no defect was found. The receiver will charge and boot. Perform functional test: passed all relevant tests share log review show no data. .perform paring test: passed. Perform bin file review: fail, found loss of connection. The reported event of a loss of connection was confirmed . The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.